Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tip of the large hem-o-lok clip applier instrument would not close to lock a clip in place. The instrument tip would not close completely. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no defect noted. The incident occurred when the surgeon attempted to clamp on a vessel or tissue while trying to clip the cystic duct of the gall bladder. The jaws of the clip applier would not close to lock the hem-o-lok clip to the tissue. Everything moved properly except when the surgeon was going to close the jaws of the clip applier, they would not close enough to lock the clip into place. Also, there was no unexpected motion when the surgeon was attempting to clip. The issue was related to an unsuccessful clip application and not related to clip opening after closure of the clip. Large purple hem o lok clips were used. The vessel or tissue bundle was not greater than the diameter suggested in the instruction for use (IFU) document and happened during the first application. A new instrument was put into the field to resolve the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier was analyzed and found to have hairline cracks on input disk #7. In addition, the instrument failed mechanical engagement when placed in the system. Instrument inputs failed to engage with the sterile adapter. The grip input disk bearings exhibited orange discoloration. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.